Event description:
The dxc generated false low na (sodium) results for an unknown number of patients. According to the customer, samples were rerun, but it is unknown if they were rerun on the same instrument. The customer provided 2 verbal examples: patient 1 had an original na of 134 mmol/l; repeat 140 mmol/l. Patient 2 had an original na of 128 mmol/l; repeat 134 mmol/l. The customer stated that qc was within lab-established ranges but did not supply data.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse adjusted the electrode injection cup (eic) alignment and replaced the o-ring and eic valve to resolve the issue. The failure mode is unknown; multiple actions were taken and multiple parts were replaced, any of which could have caused or contributed to the event. (B)(4).